Manufacturer narrative:
D9. Date device returned to manufacturer added.

Event description:
Clinical narrative: the patient is a (B)(6) year old male supported for ep/ablation with a pre support clinical condition consistent with scai shock stage e. During proactive clinical calls, the bedside registered nurse reported intermittent controller error (yellow) alarms occurring during day shift that initially resolved without intervention. Subsequently, a controller error alarm occurred that did not resolve. During the alarm condition, the placement signal (ps) and lv signal were observed to dash out. The nurse successfully exchanged the automated impella controller (aic) without complication. Following the exchange, the replacement aic displayed normal ps and lv signals, and therapy continued. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
Updated information: d6b explant date added.